Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number. It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced .effective therapy was restored post operatively. It¿s unknown which lead was replaced, and both are being reported.